Event description:
Customer reported the aviva system gave a blood glucose result of 112 mg/dl at a time when he was symptomatic of hyperglycemia. Customer stated he took his medications as normally prescribed, did not remember medication type or dosage. Hospital blood glucose result 2-3 hours later was 1400-1500 mg/dl. Customer treated with insulin and admitted to the hospital. A request was made for the return of the system and a replacement was sent.